Event description:
Legal case (B)(6). It was reported via legal documentation that a patient had a right knee total arthroplasty on (B)(6) 2021 and then had right knee revision surgery on (B)(6) 2022. The revision surgery was approximately 1 years, 11 months after initial implant. Patient was revised to competitor¿s devices. Revision operative report of (B)(6)2022 for failed right total knee arthroplasty with instability and recalled implant. The patient developed longstanding pain in the right knee. Infection work up was negative. Medial parapatellar arthrotomy was performed, revealing clear fluid and scar tissue. The deep mcl was reflected off the medial aspect of the tibia and a medial release was performed. Synovial tissue was extensively debrided in the medial and lateral gutters as well as the suprapatellar and infrapatellar pouch. The patient had 5mm of instability with valgus stress and about 7-10mm of instability with varus stress. The polyethylene was removed. The skin was closed, dry postoperative dressing was applied. The patient was taken to the recovery room in comfortable and stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. There was no discussion of polyethylene wear. The truliant device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. Z-0023-2022 / 5383568 02-022-47-4009 truliant tib imp cr ins std sz 4, 9mm. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k152170. Concomitants: (B)(6) 02-020-13-0340 - truliant cr cem fem cr cem right sz 4. (B)(6) 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t. (B)(6) 200-07-35 - advanced patella 35mm 3 peg implant.